Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a non sustained vtach event but the alarm was not provided at the information center ix. No patient harm was reported; the device was in use monitoring patients.